Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The blood glucose levels were not reported. It was stated that the customer's blood glucose levels were normal during the night, but the customer woke up combative and the blood glucose level was one point below her target range . Troubleshooting was performed and the insulin pump passed the required test.